Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter e-mail: (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd syringe experienced difficulty connecting the syringe to the mating component, resulting in leakage. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Systems do not thread well together creating vaccine and leak from needle/syringe connection. (0.5mm x 25mm bd eclipse needle not connecting well to 1 ml syringe) date of incident (yyyy-mm-dd): (B)(6) 2021. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected. Frequency of problem: first time.